Event description:
The hearing aid user resides in a senior citizen's facility that does not have medical personnel in residence or on call. Her caretaker noticed a wax guard in her ear canal and called the hearing aid dispenser's office for advice. The dispenser recommended pt see a physician. The user had the wax guard removed at the emergency room at a local hospital. There is no mention of a diagnosis of infection on the hospital bill, only that there was a foreign body in the ear.